Event description:
Additional information reported that the cause of the reported pump motor stall was unknown. The baclofen contained in the patient's pump was noted to be compounded baclofen.

Event description:
The pump motor was stalled. The pump was replaced. During the replacement surgery, it was noted that the catheter had migrated out of the intrathecal space. The catheter was replaced. The pt recovered without sequela. The device system was used to deliver dilaudid, bupivacaine, and baclofen.

Manufacturer narrative:
(B)(4).